Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), no pacing was observed in two locations. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.